Event description:
Info received indicates the right brake caster will not hold when the brake is set from the left side of the bed.

Manufacturer narrative:
The technician replaced a broken cam pivot to repair the bed.